Event description:
It was reported that a customer experienced an issue with their device's battery not holding a charge. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting assistance from technical support. No additional information was received regarding the outcome of the event.